Manufacturer narrative:
H9 updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving dilaudid (2mg/ml at 0.4905mg/day) and bupivacaine (15mg/ml at 3.3679mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that upon interrogation of the pump, a warning appeared stating loss of therapy and possible pump damage. Telemetry state was noted. The patient had not been feeling welland thought their illness may be the result of withdrawal symptoms. There were no environmental, external, or patient factors that may have contributed to the issue. Pump logs indicated a motor stall had occurred on 2019-aug-14 at 1:42pm with a "stopped pump duration exceeded 48 hours" message on 2019-aug-16 at 1:42pm. A motor stall recovery occurred at 2018-aug-22 at 1:59 when additional pump programming steps were initiated. Troubleshooting included log retrieval and interventions included a pump update which resolved the issue. No surgical intervention occurred or was planned as a result of this event. The patient's status was alive - no injury and no further complications were reported or anticipated.